Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised end user stated was backing up in the bathroom and the right motor stopped working and will not disengage at all.